Event description:
During implant procedure, it was noted that the setscrews were difficult to remove from the header of the device. The device was successfully implanted. The patient experienced no consequences and is stable.